Event description:
Heart was out of rhythm app. 5 to 7 days with no shock. Husband went into dr, then hospital, then ICU. Sixty days later died due to damage to organs from tachycardia. On (B)(6) came home tired and said that he was just so tired. On june 4 he ate a sandwich about 10:00 am and said that he threw up and that it must have made him sick. That night he vomited all night and started vomiting brown stuff that looked like gravy. Around 7 I called the dr and he said get him in, I picked him up and put him in the car and drove him to dr office, once I got him out and wheeled him up to the office, dr saw him and sent him straight to mobile infirmary. They got us right in to a room, laid him on bed, took a look and sent him straight to ICU where he was put on a ventilator for the next several days. Around 4:50 I asked the dr what happened, they told me that his heart was out of rhythm and it was like he had been running a marathon for 5 to 7 days 24 hours a day and his organs have shut down. They tried to get his heart back into rhythm and could not, on wednesday june 10 they did surgical ablation, that helped. However his organs were still messed up. After being moved to a room, then 3 days in rehab then back to hospital, then had multiple blood clots in lungs, put vena filter in, back to ICU, then to rehab then back to ICU, on (B)(6) they told me he would not live. I brought him home on (B)(6), they told me he would not make it through the weekend. Before we left hospital, the nurse asked if we wanted to ICD disconnected and after talking with her, we said no that it was ok. She said we could disconnect at any time. So we had family in and out, on saturday around 11:45 he jumped up and very distraught and hollered, the machine shocked him that night, it was painful to watch and it hurt him. I had it turned off on monday. I know that if the machine was working properly that it should have shocked him like that during those 5 to 7 days that his heart was racing 24 hours a day. Now I see there is a recall. This killed my husband. Was someone operating the medical device when the problem occurred: no.